Manufacturer narrative:
Reported event of device dislodgement, failure to capture, and impedance issue were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed, including output verification and impedance test showed normal device characteristics without any anomalies contributing to reported event of capture or impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicates that the device exhibited loss of sensing and loss of capture. The device migrated to the groin.

Event description:
It was reported that the patient presented for a post-implant device check. Upon interrogation, it was noted that the leadless pacemaker was unable to be detected. It was noted that the implant was difficult with low p-waves, high capture threshold and low pacing impedance. A chest x-ray was performed and it was noted the device dislodged to the superior vena cava. The device was explanted and replaced. The patient was stable.